Event description:
It was reported that the customer had a leak from his reservoir when changing his set. The blood glucose level 103 mg/dl. Trouble shooting was not performed, set was returned. No further information was provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir performed pre-fill reservoir test (B)(4) and IFU (B)(4) section 1 to 8. Reservoir passed per inspection no transfer guard leakage anomaly was found during analysis.